Manufacturer narrative:
Initial.

Event description:
It was reported that the user experienced persistently elevated blood glucose with a highest continuous glucose monitor (cgm) reading of 401 mg/dl after a supply change during which the user observed a leaking cartridge, the user confirmed attaching the connector after the cartridge was already seated, consistent with a leak associated with the reservoir. Symptoms included no clinical signs, symptoms, or conditions reported. Outcomes included no health consequences or impact. Investigation included communication with the user and analysis of information provided by the user or third party. Investigation of this case revealed evidence consistent with leakage at the seal and a device problem of leak/splash localized to the reservoir component. It was concluded, based on previously established findings for similar reports, that the cause was traced to a component failure.